Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot for separations. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the patient underwent a coronary procedure to treat a chronic total occlusion in the heavily calcified circumflex artery. A non-abbott guide wire was advanced and was unable to cross to the target lesion. The device was removed and a pilot 200 guide wire was advanced. The pilot 200 was able to cross the target lesion; however, the device was not able to advance to the desired location. The device was removed from the patient anatomy and no resistance was noted. Upon removal, the guide wire was noted to have separated, with a segment remaining in the patient anatomy. A snare device was advanced and was able to retrieve the separated segment. No portion of the guide wire remained in the patient anatomy. There was no clinically significant delay and no adverse patient sequelae. No additional information was reported.